Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported the hcp would like to have a local company representative (rep) come out and stop the pump because they thought there was an issue with it. It was reported the patient had an unstable cervical spine injury that was treated on (B)(6) 2020, however when he woke up from anesthesia the patient had metabolic acidosis and was reintubated since the patient was not breathing. It was noted they gave the patient two doses of narcan which helped, however the patient was fairly sedated overnight even with no sedatives. The patient did also have an MRI and thought the pump might have dumped the medication. It was confirmed there were no alarms coming from the pump. Troubleshooting was unable to be performed due to no device available.